Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device actual arm was making a loud noise and stopped infusing while on a patient. No patient injury reported.

Manufacturer narrative:
Functional testing confirms the device to be running loud; however, the motor rate error could not be duplicated. The root cause of the noise while the plunger arm was moving is due to the worm coupling, worm gear, lead screw and both clutch halves intermittently not operating optimally because of customer use. The service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6) d.4. Full UDI number: (B)(4). (B)(6).